Event description:
The customer reported false reactive architect hiv ag/ab combo generated from an architect i2000sr analyzer and provided the following data for 1 patient: (reference = 1.0 s/co is reactive initial result was 1.59 (reactive), retest result was 1.20 (reactive). The sample generated a negative result from the colloidal gold method. The sample was retested after the replacement of the wz2 solenoid valve, which generated a negative result. Per the customer, discrepant results were not reported to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr, serial # (B)(6) and resolved the issue by replacing the valve, manifold kit. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to customer complaint. A review of tracking and trending was performed for the valve, manifold kit did not identify any trends associated with the customer complaint. The product monitoring review scorecard was reviewed and found no similar issues related to the architect system with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the valve, manifold kit. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial # (B)(6) or valve, manifold kit was identified.

Manufacturer narrative:
E1: complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive architect hiv ag/ab combo generated from an architect i2000sr analyzer and provided the following data for 1 patient: (reference = 1.0 s/co is reactive initial result was 1.59 (reactive), retest result was 1.20 (reactive). The sample generated a negative result from the colloidal gold method. The sample was retested after the replacement of the wz2 solenoid valve, which generated a negative result. Per the customer, discrepant results were not reported to the patient¿s medical provider. There was no reported impact to patient management.